Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 114 mmol/l. The customer noticed the value was low and repeated the sample on a second analyzer. The repeat na value was 142 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer determined there was pinched vacuum tubing on the rinse head mechanism. The tubing was re-routed and the cuvette rinse volume was adjusted. Mechanical checks and a visual inspection were performed. The customer ran calibration and controls. The investigation is ongoing.

Manufacturer narrative:
The last calibration performed on 31-aug-2023 was ok. Quality controls were acceptable according to the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Information requested by FDA: we¿ve received several complaints from the same user regarding the following cobas instruments failure with very much difficulty for the lab to detect there was an instrument failure. The complaints summarized below are all from one single lab user. I¿m checking to see if your firm has completed investigations on these complaints and whether these are related to the same issues that were previously discussed several months ago related to the misaligned rinse nozzle on the rinse assembly. Please let me know whether the following issues are being tracked by your firm and whether you have any actions plan involving these difficult to detect instrument failures. Thanks so much for your assistance! Instruments involved: cobas pro e801 analyzers and cobas c501 analyzers date of events: 9/6/23, 9/9/23, and 9/26/23 complaints concerning many patients were reported out of the lab as erroneous results. Lab user only runs qc once a 24 hour period, at the night shift. During the beginning of the shift, qcs ran were accepted and patient results were reported out; however, when qcs were ran during the next shift, all qcs were out, therefore, lab repeated all patient samples in between the shift and observed that some of the results were erroneous. Please see summaries below. 1. Event date 9/6/23: all qcs were in except for nt-probnp on the evening of (B)(6) 2023. A total of (B)(4) reports has to be corrected ((B)(4)patients were impacted). Roche engineer came to troubleshoot the pro e801 and found the ews sipper was completely blocked with bacterial growth build up. Fse replaced all the reagent probes as preventive maintenance. The most recent pm performed by roche fse was on 8/10/23. 2. Event date 9/9/23: a few of the qcs ran were out on the c501 analzyer on (B)(6) 2023. A total of (B)(4) patient reports has to be corrected. Roche fse identified problem was due to a worn rinse tube. 3. Event date 9/26/23: sporadically low sodium and chloride were reported out from one of the cobas c501 analyzers from 9/23 to 9/26. The qcs samples during this time window were always acceptable. Roche fse serviced the instrument on 9/27 and discovered some of the rinse tubing that was changed previously has pinched because of the placement. This is the third instrument failure event happened to this customer in one month. Response from manufacturer: roche successfully matched the medwatch information provided to FDA and subsequently to roche to previously documented complaints in our it case handling system. Upon contacting the customer site, it was confirmed that the complaints and the medwatch forms were indeed describing the same events. Regarding the event on 9/6/2023 related to the cobas pro e801 analyzer, this is distinct and not related to the issues we previously discussed. The investigation for this case is currently underway and we will determine the necessary actions once we have the results. Roche previously submitted MDR 1823260-2023-03138 for this event and a supplemental report was submitted today. However, the events on 9/9/2023, and 9/26/2023 are related to the cobas c501 analyzer and align with the issues we previously discussed. Both of these events occurred on the same cobas c501 analyzer. For the event on 9/9/2023, we have the event date documented as 9/8/2023 and the date reported to roche as 9/9/2023. This event was submitted to FDA from roche on MDR 1823260-2023-03212. The field service engineer confirmed that the tubing was worn from rubbing along the cover alongside the rinse head mechanism likely causing pinholes. This location suggests that this was caused by customer handling during the customer maintenance process. The tubing was replaced. The event on 9/26/2023 was submitted to FDA from roche on MDR 1823260-2023-03346. It is plausible that for the event on 9/8/2023 the field service engineer may not have routed the tubing correctly. We cannot say for sure if it was the routing by the field service engineer or the maintenance by the customer. The tubing routing was adjusted and the field service engineer was informed. Supplemental reports were submitted for both the cobas c501 mdrs today. Customer bulletin tp-01893 was finalized on july 18, 2023 to help to mitigate this issue for the events on 9/8/2023 and 9/26/2023. We have confirmed with the customer that they have received the customer bulletin and that they have incorporated the instructions into their internal maintenance activities. In the us, we have realized a reduction of erroneous results complaints related to the rinse mechanism tubing starting in september 2023. Because of the 6 month preventive maintenance cycle, we expect to realize the full benefit of the customer bulletin somewhere between 6 - 12 months after the publication of the customer bulletin. We are continuing to closely monitor complaints related to these issues.